Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37752, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 37743, serial# (B)(4): product type programmer. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) had been moving in her hip since about two weeks prior to report. It was later reported the patient saw her healthcare professional on (B)(6) 2013. The reporter stated the patient had no issues and everything was going well.